Manufacturer narrative:
Results evaluation codes (others): investigation: smith medical international's examination of the returned samples confirmed the customer observation of cuff deflation. It was noted that a single hole in each of the cuffs was found to be the cause for deflation. A review of our complaints history confirmed this to be the first complaint for this product lot. Though, there have been several complaints of this nature, on this product code, these are historical and do not indicate a systematic failure during MFR, especially when compared with sales of over 91,000 products annually. A further review of manufacturing records confirmed the presence of a 12 hour cuff inflation check carried out on 100% of products. Any suspect product would have been readily identified and removed at this point. Root cause: it is not possible to assign a definitive root cause for this incident; however despite the customers claim that the second sample was found faulty on testing we feel the most likely root cause for these deflations is that the proudcts have been damaged upon use during insertion. Both tubes show signs of a tear in the same location of the cuff. The location of the damage makes it most likely that both tubes were punctured by the tracheal cartilage following insertion. In view of this we find that neither or these instances could be attributed to defective MFR of the trecheostomy tubes.